Event description:
The handpiece was returned to the MFR as a trade-in, and during the eval the device continued to run on its own. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
Based on the investigation details, the likely cause was a failed ebox motor controller, which was replaced along with broken motor wires and other components.